Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00305.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, three to four passes were performed with a catrx in the target vessel and the physician believed that the thrombus was removed. Upon noticing that more passes were required, the physician opened a new catrx. During initial introduction, the physician kinked the catrx mid-shaft while advancing through the guide catheter using the guidewire. Therefore, the catrx was removed. Next, a third catrx was used and the same issue occurred during initial introduction. Therefore, this catrx was also removed. The physician decided to stop aspiration and treat the patient using medication, a balloon angioplasty and a stent. There was no report of an adverse effect to the patient.